Event description:
Surgeon revised the shell, liner, and head.

Manufacturer narrative:
Evaluation summary: the devices were not available for analysis and their condition is unknown. The devices were in vivo approximately 1 year, 10 months, the mating stem components are unknown. Based on the above information, the dislocation may have been due to one or a combination of the following mechanisms: unsatisfactory placement of the component parts (shell, stem, and/or liner), which can lead to impingement (levering) at various interfaces; extent of component stability (offset, femoral head size, etc); extent of soft tissue tension; patient behavior. However, no definitive cause analysis can be completed with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.